Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. (Etc hypo, hper, ketoacidosis).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated that the cgm value was 2.3 mmol/l. He stated that he felt dizzy and sweating so checked his bg; he does not remember what the bg value was but stated it was over 20% off. He took unspecified sugar and did not require any third-party medical intervention. At the time of event the patient stated he fully recovered and changed the sensor. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. It has been reported that readings were over 20% off. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, a correction is required.

Event description:
Subsequent to the initial MDR, a correction is required.